Manufacturer narrative:
Isi has not received the vessel sealer extend for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A review of the instrument log was performed. Per the review, the device was used on the reported event date of (B)(6) 2021 on system (B)(4) . The vessel sealer extend had 0 use remaining after the last use. A review of the site's complaint history identified no other complaints related to the instrument and/or this event. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was reported that the grips of the vessel sealer extend instrument did not open and/or were clamped and could not be opened. Medical intervention may be required in the event that the vessel sealer extend fails to unclamp from tissue when commanded by the user or system. While there was no known harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the vessel sealer extend stopped working and it was noted that it was closed on tissue. The procedure was reported to have been completed however, the patient outcome was unknown. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information related to the event. However, no further details have been received as of the date of this report.